Manufacturer narrative:
(B)(4). Upon follow-up with the reporter, baxter was informed that the staff at the facility is not squeezing the secondary bag to initiate flow. The reporter indicated that they were not aware of this; baxter informed the reporter that this information is on the product label. The reporter stated they are aware that they are supposed to invert and tap the check valve as well, but the customer does not think that the staff is consistently doing so. The samples were not available for evaluation as they were contaminated with chemotherapy drugs, therefore, the reported condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. If additional information or samples become available, a follow up report will be submitted.

Event description:
The customer reported to corporate product surveillance that the clearlink continu-flo solution set will not flow when the secondary set is connected to the upper y-site. The customer has been experiencing persistant problems with the set since early last spring. The secondary is primed and the upper y-site of the primary line is not engaging. The facility is presently using the flogard pump, but are in the process of switching to the sigma pump. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required. A labeling review was conducted and found that the label contains the appropriate directions, cautions and notes. A batch review cannot be performed because the lot information is unknown.